Manufacturer narrative:
Mindray service representatives reloaded the system software and reestablished customer settings.

Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of primary monitoring. No patient injury was reported.